Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticky and less responsive. Customer stated that the insulin pump had unexplained no delivery alarms. Insulin pump was taking longer time to prime and making noise. Insulin pump was winding back but not priming and customer was unable to get all of the insulin in reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.